Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited intermittent capture and impedance of greater than 2500 ohms. The patient experienced pocket stimulation. The lead was capped and replaced during a routine device change out.

Manufacturer narrative:
Should have been m rather than I.